Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v701764, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer patient. (B)(4) .

Event description:
The patient reported poor communication on the patient programmer (pp) the day prior to this report. No recent implant/surgery had occurred. It was noted that the patient would use the antenna. The antenna was confirmed to be secure and this did not resolve the issue. The patient was advised to try it without the antenna and was then redirected to their healthcare provider (hcp). The patient had been having bladder control problems the month of this report. It was noted that the patient had fallen about a week or 2 ago, but she stated she fell forward and not on the device. It was later reported on (B)(6) 2015 that patient was having accident issues. Their implantable neurostimulator device (ins) and programmer would not connect. It was reported that the patient took a trip to doctor and back to hospital to replace the device. Relevant medical history included gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received from the patient indicated that the poor communication was due to the ins needing to be replaced. It was determined that the device was not working at an office visit.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that reason for replacement was due to inadequate therapy response. It was noted that the patient recovered from the replacement.